Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device caused a burn or abrasion, or pressure ulcer type of wound to the patient. The sensor was placed on forehead of elderly female patient, diagnoses included tuberculosis, pneumonia, acute respiratory distress syndrome, liver failure, disseminated intravascular coagulation, congestive heart failure and the patient was receiving epinephrine and had black stools. It was not clear on how often the sensor site was inspected and after skin integrity issues were noted, the sensor was relocated to another spot on the forehead. They noted again skin breakdown was beginning to occur at the new location and removed the sensor.